Event description:
A nurse reported that a pt experienced drain complications and "bloating" during drain 5 of his continuous cycler - assisted peritoneal dialysis (ccpd) treatment on (B)(6) 2015, became unresponsive and emergency medical services was called. The pt was brought to a hospital via ambulance. On (B)(6) 2015, the pt was diagnosed with a pulmonary embolism, intubated, and placed on a ventilator due to respiratory distress. On (B)(6) 2015, the pt was assessed at palliative and subsequently extubated and expired. There was an allegation of the cycler malfunctioning and causing drain complication, leading to the event of pulmonary embolism, which led to the outcome of death, which is being investigated.

Manufacturer narrative:
Based on the information provided, it is unk how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.